Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range pacing impedance and high pacing threshold measurements. A surgical intervention was performed to extract and replace the lead, during which the right ventricle was perforated that required a thoracotomy to be performed. The physician suspected that it was the extraction kit that caused the perforation and not the lead. The lead was explanted and will not be returned while the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.